Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information to date after calls to customer 06/24/24 and 06/27/24. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.